Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to an unspecified reason. The existing ipp was explanted and replaced with an ambicor penile prosthesis (app). The explanted ipp is not expected to be returned. A supplemental report will be filed should additional information received or the device returned for analysis.